Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. In addition, it was reported that a cartridge change error occurred. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg.